Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a needle protruding from a bd nestable sharps collector. The container was not assembled properly and the needle protruded from between the upper container and the bottom container. It is unk if the needle was contaminated with a communicable disease or hazardous drugs or if the nurse received any medical interventions because of this incident and obtaining further info is not possible.

Manufacturer narrative:
A review of the device history record could not be performed as a lot number for this incident was not provided. If a sample is received, a supplemental report will be filed upon completion of the investigation.